Event description:
I have many back and forth email communications regarding the bipap machine. I have been given the runaround from (B)(6) to ship to (B)(6), "ime..." And nothing done and no acknowledgement regarding quality of care complaint. It seems that if you are poor, mentally ill, disabled by depression and victimization and elderly that government gets away with doing absolutely nothing because you don't fit into the "correct" minority group for action and justice. I prefer online communication as there has been way too much "he said-she said" bs from the state of (B)(6) human services since way before 2011 ((B)(6) reimbursement). I continue to have ongoing lung issues due to the 3 months of dry bipap machine before machine was sent in for repair, and I was given a loaner. (B)(6) was company that I was referred to after sleep study in (B)(6) 2014. My bipap machine of now over 5 years malfunctioned toward end of (B)(6) 2019 and notified (B)(6). They tried to fix it 2 times and were unsuccessful. I was forced to use a dry bipap machine (which caused lung problems) until first part of (B)(6) 2019 when they finally gave me "loaner" machine, after I contacted my primary care doctor and neurologists office that prescribed the machine. I also have had 2 ER visits for breathing issues. I took a nasty fall also. (Primary care doctor thinks I may have passed out) my machine was returned to me toward the end of june 2019 and it is not set to same specs as previously set. I went through the process of changing my durable medical equipment provider to (B)(6) home medical and had appt (finally) to have my machine looked at and reset properly. I have been through at least 2 rounds of prednisone. I have been through antibiotics and am currently on an anti inflammatory for my lungs and use 2 different inhalers and a rescue inhaler and singular pill at bedtime. My primary care doctor has referred to a heart and lung doctor. I have never been a smoker. My lung health is not getting any better. I feel like I need another round of prednisone or different treatment as I am not getting any better. This all started with the machine malfunctioned as I have never had an issue with my lungs, ongoing for a year and a half in my life. I have no energy, cannot do a whole lot of anything like cleaning my home, maintaining my yard or working in my garden anymore and these are the highlights of my summers. I am living in constant shortness of breath, worsened headaches and pain from the falls connected to not breathing properly and being out of balance all the time. I am physically unable to do the things before the 3 months of dry bipap use. (B)(6) seems like they were more concerned about getting paid than they were about patient care. I have been unable to find any legal advocate. (B)(6) legal aid does not handle any personal injury cases and would not refer me other than (B)(6) find a lawyer and nobody has responded to my emails. I contacted (B)(6) as (B)(6) from (B)(6) written correspondence had suggested to file a quality of care complaint and was told they don't file those against dme providers. It seems that dme providers that cause harm to patients are just as immune from accountability and liability as (B)(6) state agencies are. Who protects the people? I prefer online written correspondence as there has been way too much "he said-she said" when dealing with (B)(6) human services and government. FDA safety report ID# (B)(4).